Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed that the image disk full, fluoro save not possible, cine not working. The review of log files shows disk full error message. Upon functional testing, fse found that there was malfunction with the image disk. The fse recreated image store disks. After which the system was returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the image disk was full which caused fluoroscopy and cine to be unavailable. No harm has been reported to philips. A philips service engineer inspected the system on site and it was identified that the image disk was defective. The image disk has been recreated and the system was returned to use in good working order.